Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after vessel closure, the device was difficult to remove. Tissue was located under the locator wings. In accordance with the instructions for use, the access ports were used to successfully remove the device from the pt anatomy. Hemostasis was achieved using the device. No pt effects were reported. Though requested, add'l info was not available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed with the thumb advancer and tube set retracted proximally confirming use of the access port release. Examination of the internal and external components found they were in the correct post deployed positions; however, the vessel locator wings were found bent. The bent wings indicated that distal forces were applied to the wings during thumb advancement. The bent vessel locator wings are an indicator of subcutaneous tissue compression between the vessel locator wings and the distal end of the tube set during thumb advancement that created high distal forces bending the wings. Tissue compression is consistent with resistance during device removal requiring use of the access ports to remove the device. Based on the investigation findings, the root cause for the bent locator wings and difficult device removal is related to the operational context in which the device was used. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.